Manufacturer narrative:
A third party service agent observed that the battery charge did not retain. The issue was isolated to the battery. The service agent provided the customer with a quote; however, the customer declined to have the battery replaced. The service agent returned the device to the customer without performing any repairs.

Event description:
A customer had sent in their device for service. Upon inspection, physio-control observed that the battery charge did not retain. There were no reports of patient use associated with the reported event.